Event description:
Caller reported mobile system 1 blood glucose results of "26 or 27" mmol/l and hi, which on the system indicates a result in excess of 33.3 mmol/l, and mobile system 2 result of 2.6 mmol/l all within 10 minutes. Customer successfully self-treated symptoms of hypoglycemia with orange juice. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6).